Manufacturer narrative:
(B)(4). The band/balloon with 60cm of catheter and the one-way valve were returned for evaluation. Upon visual inspection, no evidence of puncture, crack or tear was observed on the balloon. A functional test was performed on the balloon with a successful result. No leak was found on the balloon or catheter. Device was returned fully functional. A device history record (DHR) review was performed on the band/balloon returned for investigation and final packaging lot, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It was also noted that all devices are leak tested prior to lot release.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during the implant of a realize adjustable band;when prepping the band, the surgeon thought there was an air bubble when the band was submerged, so the surgeon opted to use another band. It is unknown where the air bubble was coming from. There was no patient involvement.